Event description:
Proximate ils -intra luminal stapler- stapler was used for anastamosis, and it was leaking. Second proximate ils stapler was used and again anastomosis leaked. Caused case to last longer. Dates of use: 2007. Diagnosis: stapling device during or.